Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 52 mg/dl. Customer removed the battery and placed it back in the pump. Customer stated that the buttons still do not work. Customer's blood glucose level is low due to taking an extra shot last night. Customer treated by eating some cereal. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had an unresponsive escape and act button due to moisture damage on the keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked display window, cracked case at the display window corner and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.